Event description:
It was reported that a patient started to desaturate, being mechanically ventilated using the device in the breathing circuit. The attending staff responded by manually ventilating the patient. The staff substituted a different ventilator. When the patient was removed from the manual ventilator to the new ventilator and circuit, including the device, the staff was able to identify the device as the source of airway blockage. A new device was installed and there was no further problem.

Manufacturer narrative:
Device evaluation begun, but not yet completed.